Manufacturer narrative:
See manufacturer report # 2029214-2021-00248 for the first pipeline used in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the two pipelines failed to open. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left internal carotid artery. The max diameter was 5mm, and the neck diameter was 3mm. The patient¿s vessel tortuosity was moderate. The landing zone was 3.1mm distal and 4.7mm proximal. Dual antiplatelet treatment was administered. It was reported that preparation was performed without any problem, and the pipeline was delivered. The sleeve was removed from the middle cerebral artery. After that, the device was delivered to the target site, and the pipeline was developed. When deploying about 8mm, it was difficult to open the tip, so when resheathing was done and a strangeness was felt. It was confirmed that the resheath marker and resheath putt marker did not move even though the pushwire was moving. There was a possibility that the resheath putt part was deployed. Also, the tip coil moved down into the stent. At this point, the resheathing also stopped working, and the device was deployed without any action and placed in the blood vessel. At the time of implantation, the stent on the proximal side was placed without opening. A balloon was used but the device couldn't be sent to the distal region. When trying to collect the pipeline with a snare etc., it failed. At that time the proximal region of the device was deployed, so another pipeline was placed. Opening the proximal region and crimping were attempted, but the second one did not open, and the second device was collected. After that, a terumo fred device was used, the pipeline was expanded, and it was placed without any problems. Two fred devices were placed, and the procedure was completed. The deployment difficulties of the first pipeline occurred in the proximal and distal portions of the stent. The second pipeline had deployment difficulties in the proximal part of the stent. Neither pipeline were placed in a bend, the devices had been resheathed 2 or less times, and less than 50% of each had been deployed. No other actions were taken to open the devices. The first pipeline was not removed from the patient. The patient did not experience any injury. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.